Event description:
It was reported by service report that the brakes did not work properly. The customer could not determine whether there was pt involvement and/or adverse consequences.

Manufacturer narrative:
Result: brake bar.